Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as (B)(4). The regional service center (rsc) service log review revealed a delivery failure alarm due to overdelivery. Although identified in the service log, rsc did not experience a delivery failure alarm during testing. The rsc replaced the proportional valve due to this service log finding. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was proportional valve failure. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2017-00012).

Event description:
On (B)(6) 2018, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a delivery failure with inomax dsir (B)(4). The device was in use on a patient at the time of the event, however there was no impact or harm to the patient reported. On (B)(6) 2018, an internal employee discovered a discovered a delivery failure alarm due to overdelivery during routine service log review. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction.